Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they the received implant in (B)(6) 2022 said that the implant wasn't put in flat and there was a big bump on the hip, which was noticed right away that the implant was sticking out and couldn't lay down on it. Patient said that they repositioned the implant about a week or so later and that resolved the issue. When asked, patient and they readjusted it to make it flat and that was (B)(6).

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the implant not being flat was due to a loss of fat from the gluteal area. Nothing was wrong with the implanted device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.